Event description:
It was reported that the patient had an inflatable penile prosthesis explanted and replaced due to pump fluid loss resulting the pump becoming non functional. No further patient complications were reported in relation to this event.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. 72404156, 794340006, reservoir 100 ml pc/iz, device impotence mechanical/hydraulic. The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient had an inflatable penile prosthesis explanted and replaced due to pump fluid loss resulting the pump becoming non functional. No further patient complications were reported in relation to this event.